Event description:
Same cases as 2134265-2010-00874, 2134265-2010-00875, 2134265-2010-00871. Complaint is reportable based on analysis results completed 01/20/2010. It was reported that during a percutaneous coronary interventional procedure, resistance was felt loading the burr on the wire. The lesion was located in a left anterior descending coronary artery (lad). While attempting to load a 1.5mm rotalink system onto a floppy rotawire, resistance was felt between it and the wire. The rotalink plus and floppy rotawire were exchanged for another set of the same devices. The same difficulties with loading occurred with this set. A 1.75mm rotalink plus and a ex support rotawire were used to successfully complete the case. No patient complications occurred. The patient status was satisfactory. Analysis results of the rotawire revealed spring tip damage and missing solder.

Manufacturer narrative:
Age at time of event: (B)(4). Device evaluated by manufacturer: the burr was microscopically examined as per rotalink plus workmanship standards. The burr annulus was misshapen and flared. The damage to the burr is consistent with the burr coming into contact with the wire. Product analysis did not confirm the ar defect of `guidewire restrictions' as the rotablator plus unit was guide wired using a test guidewire and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).